Event description:
The patient reportedly experienced drainage from the implanted ear. It was also noted by the physician that the patient had lesions on her neck and back, due which is believed to be a sub clinical course of chicken pox. Advanced bionics is in the process of gathering more information.